Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system displayed a tcmid:06 (ce post failure) error message was confirmed through review of the event log and during functional testing. The root cause is due to the defective cooling engine heater as a result of an aging component. As part of routine service during testing, the console was examined and the assembly top lid was observed damaged, unrelated to the reported complaint. The thermogard console is a reusable device and was manufactured in 2013 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Event log shows tcmid:06 errors, confirming the reported complaint. Upon customer approval, the damaged parts will be replaced. The console will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for thermogard console with serial number (B)(4).

Event description:
As reported, during the ivtm therapy, the thermogard console displayed tcmid: 06 (ce post failure) error message. No known impact or patient consequence information was available. No further information was provided.